Event description:
It was reported that a user discovered a cracked touchscreen on the ilet pump while it was carried in a pocket, after which the screen became unresponsive; the device component implicated was the touchscreen and the device problem corresponded to a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The user reverted to backup therapy and coordinated with their clinician. The device will be returned.

Manufacturer narrative:
Initial.